Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the epg displayed an error code indicating that a button was pressed when it was not, could not confirm epg failed to power on. Analysis also noted that the hanger assembly was broken, the upper case was dented the lower case was broken and the display wires were pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error that indicated that a button was pressed when no button had been pressed and the unit would not power on. The product has been returned for service. There was no patient involvement.